Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrograms and event markers. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of lightheadedness and symptoms of pre-syncope. Review of the remote home monitoring data found loss of capture (loc) in the right ventricle and oversensing of noise leading to pacing inhibition with asystole greater than two seconds. The pacemaker was reprogramed and the patient transferred to a different facility for a revision procedure. The cause of the loc and noise was unable to be determined. Two days later a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.